Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-06238 and 3005099803-2021-06239 for the associated device information. It was reported to boston scientific corporation on november 12, 2021 that a wallflex enteral colonic stent was implanted to treat an approximately 3cm malignant recto-sigmoid stricture during a stent placement procedure performed on (B)(6) 2021. During the stent placement procedure, a 9cm wallflex enteral colonic stent (the subject of MFR. # 3005099803-2021-06238) was deployed in the incorrect position so a 12cm wallflex enteral colonic stent (the subject of this report) was also placed to fully bridge the stricture. A week after the stent placement procedure, the patient underwent chemotherapy; however, after a few days, symptoms of perforation were noted. It was confirmed that the patient's bowel had perforated at the implant site. The patient was treated with critical care for the perforation but the patient passed away. In the physician's assessment, the relationship between the stents and the perforation/death is unknown.